Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient met with a rep and the patient was getting stimulation, but not in the desired location. The patient was reprogrammed to hit the desired painful areas. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain it was reported that about 3 months prior to the report (around (B)(6) 2018), the ins had stopped providing pain relief in portions of the patient's legs. The patient was reported to be in a rehab facility, and the doctor treating the patient was concerned the leads may have moved or migrated because during the week of (B)(6) 2018, the patient had a seizure and had fallen 4 times. A request was made to have a manufacturer representative (rep) meet with the patient to check the device. The doctor was provided the phone number to page a rep. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that caller was getting an MRI for lumbar spine; unknown if related to device/therapy. It was reported that the patient was still having trouble moving his legs. It was unknown if it was related to device/therapy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.